Event description:
Surgeon attempted to tighten the setscrew down in a spinal construct but reported that the torque handle did not click out. The driver tip sheared off inside the setscrew hex during tightening. The tip cold weld in the setscrew and cannot migrate. There was no adverse patient consequence as a result of this event. As an unintended portion of the device was left in vivo an MDR is filed to document this malfunction. Device 1 of 2. See also: 1526439-2010-00188.

Manufacturer narrative:
Driver was not returned. The torque wrench was returned and tested. It was found that the inner mechanism was frozen and not limiting torque. Wrench is supposed to click out at (B)(4). The wrench was manufactured in 09/2008 and appears to have seen much use. Breakage of the tip was caused by the application of atypical force by the user during tightening. The torque wrench was not functioning as intended and did not limit torque.